Manufacturer narrative:
During inspection and testing, service also found the insulation resistance was out of specification due to a damaged connecting tube. The bending angles in all directions, and the gap of the up/down angulation knob, were out of specification due to wear of the angulation wire. There was a leakage due to perforation of the connecting tube and the bending section cover. The charge-coupled device lens, and the lg lens were creased. The adhesive on the bending section cover was broken, the scope cover was deformed, and the electrical connector was corroded due to a leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a pinhole in the bending section sheath cover of the subject device. The reported issue was identified while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunction found during evaluation of the device (inside of lg lens dirty).

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed dirt in the light guide lens. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because dirt had entered the distal end of the device from a leak point. The leak point likely resulted from stress exerted on it. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information: please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.